Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
While delivering a smart control stent over an unknown guidewire, it was reported that the physician felt resistance. So the guidewire was exchanged for another one and then the smart control was delivered again. However the physician noted that the distal end of the stent was prematurely deployed about at 1 strut. So it was removed from the patient with no difficulty and another smart control was used. The procedure was finished successfully and there was no patient injury reported. This was a stenting procedure to the right superficial femoral artery. A contralateral approach was made from the left femoral artery with guiding sheath (6f destination, terumo). No anomalies were noted during the prep of the device. There was no difficulty advancing the device through the introducer. There were no kinks noted on the wire or on the delivery system. The smart control did not pass through a previously placed stent. The locking pin was in place during advancement towards the lesion. The lesion was heavily calcified and tortuous. The rate of stenosis was 100%. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: while delivering a smart control stent over an unknown guidewire, it was reported that the physician felt resistance. The guidewire was exchanged for another and the smart control was delivered again. However, this time the physician noted that the distal end of the stent had prematurely deployed about 1 strut. The delivery system was removed from the patient with no difficulty and another smart control was used and the procedure was finished successfully. The target lesion was a heavily calcified and tortuous right superficial femoral artery with a 100% stenosis. A contralateral approach was made from the left femoral artery with guiding sheath (6f destination, terumo). No anomalies were noted during the prep of the device. There was no difficulty advancing the device through the introducer. There were no kinks noted on the wire or on the delivery system. The smart control did not pass through a previously placed stent. The locking pin was in place during advancement towards the lesion. There was no reported patient injury. One non-sterile smart control, iliac 6x60ml was received coiled inside in plastic bag. Unit was received partially deployed (2mm). Locking pin was received in place. One kink was observed at 1.5cm from ID band. No other damages could be observed. The usable length and ID were measured and found within specification. Functional test (deployment process) was performed and no anomalies were found. The unit was flushed and a guide wire (lab sample) 0.035¿ was introduced through the unit as is required in the IFU. No obstruction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. The failures ¿sds - deployment difficulty-premature/in patient-during advancement ¿reported by the customer was confirmed. The cause of the failure could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review not the product analysis suggests the reported failure is related to the manufacturing process. Therefore, no actions will be taken. The failure reported ¿inner shaft - resistance/friction¿ by the customer was not confirmed since no anomalies were found during functional and dimension analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no actions were taken. The failures ¿sds - deployment difficulty-premature/in patient-during advancement ¿reported by the customer was confirmed. The cause of the failure could not be conclusively determined. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The failure reported ¿inner shaft - resistance/friction¿ by the customer was not confirmed since no anomalies were found during functional and dimension analyses. The cause of the failure could not be conclusively determined. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.